Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 102 months. Unfortunately, the reason for explant has not been provided. No other details reported. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Based on the discharge summary provided by the health-care provider, the explant was due to aortic stenosis secondary to calcification. Pre-explant echocardiogram showed worsening aortic stenosis as well as mitral valve stenosis. Transesophageal echocardiogram showed his prosthetic valve was highly calcific with a gradient 50 across with moderate insufficiency. On (B)(6) 2012, the patient had a redo aortic valve replacement with 23mm edwards valve and a mitral valve replacement with 27mm edwards valve. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause cannot be confirmed, the reported stenosis was likely due to the calcification noted in the discharge summary. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Of note, postoperative course was complicated from the beginning. Unfortunately, the patient struggled with adult respiratory distress syndrome related to his pulmonary hypertension requiring significant mechanical ventilator support and high peak pressures. He also had significant pulmonary hypertension numbers sometimes reaching the 80's. By postoperative day 2 to 3, he was in acute renal failure necessitating continuous renal replacement therapy. He also suffered with microembolic syndrome and hit study was positive. He was treated with argatroban. Despite aggressive treatment, the patient never fully regained consciousness and when sedation was lifted there was no real appropriate neuro responses. A decision was made to make the patient a dnr on (B)(6) 2012. He was provided comfort care and expired on (B)(6) 2012. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.